Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent that stent struts on the first proximal row of the stent were damaged with stent struts stretched distally and pulled in a distal direction and struts were lifted from their crimped stent positions. The undamaged mid-section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along several locations of the hypotube shaft. The type of damage noted is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the extrusion shaft. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on additional information received on 09-apr-2018. It was reported that crossing difficulties were encountered. The target lesion contained a >45 and <90 degree bend and was located in a tortuous and slightly calcified coronary artery. A 2.50x20mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device condition revealed proximal stent damage.